Event description:
It was reported the customer experienced low blood glucose. Customer's blood glucose declined to 46 mg/dl. Customer was able to treat their blood glucose with juice. The customer also reported the possible cause of their low blood glucose was from over-bolusing. Customer also requested a replacement insulin pump due to the safety recall notification they received. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.